Event description:
The account alleged that the brakes will not fully set unless he presses them from the head end of the bed. From the foot end of the bed, the head end casters will not fully engage into brake.

Manufacturer narrative:
Repairs have not been completed.